Event description:
Procedure: liver resection. The cusa tips are fracturing (breaking off) mid-use (about 14 minutes into the procedure). Typical settings are 100% amplitude are alleged to be filing with several different machines. No pt injuries have been reported.